Manufacturer narrative:
Event date: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 19349439.

Event description:
It was reported that the patients ipg was causing pain. All components were explanted.

Event description:
It was reported that the patient's ipg was causing pain. All components were explanted.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. External visual inspection of the lead found no anomalies. A device history record review revealed no additional information related to the complaint. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Sc-1140 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient's ipg was causing pain. All components were explanted.